Event description:
It was reported that a lead integrity alert (lia) triggered for intermittent t-wave oversensing (twos) on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing. T-wave oversensing (twos) observed on printout and save to disk. Concomitant product: 5076-45 lead implanted: (B)(6) 2006; 419378 lead implanted: (B)(6) 2006. (B)(4).